Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. It is common clinical practice to inspect all products before use and periodically during monitoring of the patient. In this case, the z-site disk of the sampling site was detached, which has the potential to result in large amounts of fluid/blood loss. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, saline was leaking from the sampling site. The silicone rubber part of the sample site was detached. The device was replaced and the issue was solved. There was no allegation of patient injury. The device was not available for evaluation since it was discarded by the customer.